Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that the lead was observed to be dislodged via x-ray imaging. The lead was explanted when repositioning was not successful. The patient was stable before during and after the procedure.